Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. Overnight, the patient became bradycardic. A transthoracic echocardiogram was performed, and a pericardial effusion was confirmed. A pericardiocentesis was performed and 180ml of fluid was drained. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bradycardia, pericardial effusion, and cardiac tamponade after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that there was no difficulty implanting the device. During the procedure, the patient's active clotting time (act) levels were 300. The patient experienced cardiac tamponade after the pericardial effusion was noticed.